Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative had a follow-up appointment with the patient in five days. Additional information received reported that a manufacturer representative met with the patient but troubleshooting was not perform ed as the patient no longer had these issues.

Event description:
It was reported that the patient still had problems with the stimulator. It was noted that the manufacturer representative did an impedance check with the clinician programmer, which was normal. It was noted that they then did a lcc with the patient programmer and wanted clarification as to what the message meant. It was noted that because of the spiking the patient was not using the stimulator much anymore and went back to their pain medications. It was reported that there had not been a sudden power drain since the last reprogramming session in (B)(6) 2013. It was noted that the patient reported random ¿spiking¿ of stimulation, with the stimulation coming on unbearably strong. It was noted that sometimes it settled down itself and sometimes they had to turn the device off. It was noted that looking through the diary, it seemed that the device often came on late at night, between 22:00 and 24:00 and the patient stated they never turned it on at night. It was noted that the device also had the check orientation message. It was noted that the adjustment summary reported that the patient made 5 adjustments when lying front. It was noted that the patient did not lie on their stomach. It was noted that an impedance check revealed no out-of-range electrodes. It was noted that the lcc revealed the call clinician icon with the numbers 565. It was noted that the device was reprogrammed to use different electrodes and the device was reoriented and amplitude levels were set for position changes. It was noted that there was no patient injury.